Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported by the advanced evaluation patient that on the first night they had bad cramps and it felt like they needed a bowel movement but they weren't able to do so. The patient asked how much fluid/drainage was normal around the leads/incision. On (B)(6) 2020, the patient said that they had bad cramps usually over night. The patient said that the cramps went away last night. The patient also said that they had seeping from their back and support link advised them to contact their health care professional (hcp) about this. The patient also stated that their right hip was getting painful from having to lay on that side all the time.  On (B)(6) 2020 the patient reported that their stimulation was at 1.8 and it was uncomfortable but effective; it was pinching, painful and itchy. The patient turned it down to 1.6 where it was comfortable. It was also noted that the patient mentioned constipation previously. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. It was reported that the patient stated that they pulled a wire s when she was bending down for something on thursday and she had alot of pain from that. She said the area is red and irritated. Patient stated that has been having an increase in her urgency. Patient advised to contact her healthcare provider (hcp) with concerns and for advice.